Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. No evaluation could be performed since no objective evidence such as product samples, imagery, or videos was provided for investigation. Reviews of the DHR, lot history and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the reported complaint. As such, based on available information, a definite root cause is unable to be determined at this time.

Manufacturer narrative:
The device was discarded after the case. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. However, an investigation was initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz catheter could not run continuous co, displayed an error message, "use bolus mode," and had discrepancies with the blood temperature. Staff changed cables, disconnected and reconnected all connection points, and exchanged hemosphere and hemsgm10. Issue was resolved by placing an acumen sensor. It was noted that the patients secondary temp source (bladder) was 34.9c and the swan ganz reading was 33.7c. Catheter was connected to a hem. There were no patient injuries.